Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. Prior to the procedure, the handle of the device was damaged. The device was used during the procedure, the physician had difficulty loading the anchor onto the needle body and noted that the needle body was bent. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a040609 is being used to capture the reportable event of needle shaft bent. Block h11: the returned overstitch endoscopic suture system was analyzed. A visual inspection was performed, and it was observed that the working length was bent, however the needle body was not found bent. It was detected that the handle did not maintain its position when it was actuated from open to close. Considering that there were no evident damages during visual inspection, the handle was disassembled for further analysis, and it was identified that a worn track affected the placement of the follower pin. Based on the information provided by the customer and product analysis, there is not enough evidence to confirm the reported events of device damaged/defective and anchor exchange difficult to pass anchor. Therefore, the most probable cause for this event is selected as "cause not established". For the code needle shaft bent assigned a most probable conclusion code of "no problem detected". There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Manufacturer narrative:
Block h6 device code a040609 is being used to capture the reportable event of needle shaft bent.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. Prior to the procedure, the handle of the device was damaged. The device was used during the procedure, the physician had difficulty loading the anchor onto the needle body and noted that the needle body was bent. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.